Event description:
It was reported that a patient presented to the emergency room with leg pain and a cold foot after falling. Patient had a biliary stent placement one month prior, in a heavily calcified distal sfa along the hunters canal. Upon presenting to the ER and subsequent imaging, the physician alleged a stent fracture had occurred, with sfa occlusion. He then proceeded to intervene with a pta and an angio jet and restenting with another stent into the fracture point. He post dilated with a balloon for possible returned flow.

Manufacturer narrative:
The stent remains implanted and the delivery system was discarded by the user facility; therefore, the product evaluation could not be performed. The event investigation is currently underway.